Event description:
Information was received indicating that alarm was noted with a smiths medical cadd cassette reservoir as the cassette was not able to register on the pump. As a result, user ended up mixing three cassettes total and wasted 9 vials of veletri. No adverse effects were reported.